Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion below the bifurcation of the left main with mild tortuosity and mild calcification. A 4.5x12mm nc trek rx balloon dilatation catheter (bdc) was advanced toward the target lesion and failed to cross due to the anatomy. Force was applied and the mid shaft separated. Both pieces were simply withdrawn from the patient anatomy with the guide wire. An unspecified balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspection was performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure; however, the reported shaft separation appears to be related to user error. It should be noted that coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.